Manufacturer narrative:
Vyaire medical file identification: com-(B)(4). Device evaluated by MFR - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not yet returned.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault alarm during operational verification procedure (ovp). There was no patient involvement reported with this event.